Event description:
The pt underwent treatment for an abdominal aneurysm repair utilizing the zenith endovascular graft in 2004. During the conclusion of the initial procedure there was a viewing of both distal and proximal type I endoleaks which were resolved. Two and half months later, the pt returned for the repair of an evident type I distal endoleak viewed at the landing zone of the ipsilateral iliac leg graft. Prior to the procedure, the pt's right internal iliac artery was embolized with the intention of extending the limb past the external iliac artery. An iliac leg extension was deployed distal to the initial iliac leg graft, securing a seal of the vessel with a two stent overlap in the graft and one stent in the vessel. An iliac leg graft was then telescoped up inside the iliac leg extension and the initial leg graft, with one full stent landing in the native vessel. A noted kink in the graft was viewed at the location of the gap between the 17mm strut and the 14mm strut of the iliac leg extension. Another manufacturer's stent was placed at that location providing the additional radial force needed at the tortuous bend in the vessel. Final angiogram noted a successful repair and resolve of the distal endoleak. Please refer to 1820334-2004-00086.